Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. The customer reverted to alternate insulin therapy.